Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempt was made to obtain complete device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s ipg inoperable due to reaching end of life. Additionally, there was high impedances. As such, surgical intervention took place wherein the entire system was explanted and replaced to address the issue. Reportedly, therapy was restored post op.